Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device change out, this cardiac resynchronization therapy defibrillator (crt-d) and competitor rv lead displayed high out-of-range (oor) shock lead impedance measurements of greater than 200 ohms. They placed the proximal coil in distal port in header and ran rv to can and got an in-range measurement. So, the culprit seemed to be the distal coil. Open circuit condition was also detected when delivering a 1.1 joules shock. Ts discussed possible diagnostic and troubleshooting measures. This crt-d is implanted and remains in service. No additional adverse patient effects were reported.